Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The customer mentioned that during set up for procedure, arm 1 was furthest away in left upper quadrant, and the trocars went across abdomen to right lower quadrant. The fse was not able to reproduce the issue. No parts were replaced. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument tip was moving opposite when the surgeon moves the arm. An intuitive surgical, inc. (Isi) technical support engineer (tse) had customer reseat the instrument and scope with no change. Tse had customer perform a power cycle and a hard power cycle with no change. Tse had customer bring in a new endoscope, but the issue remains. Site used the system with 3 arms to complete the case. The procedure was completed with no reported injury.